Event description:
The customer reported via phone call that their insulin pump was damaged. The customer reported dropping the insulin pump and now they were unable to bolus and the meter would not connect to the insulin pump. Customer's blood glucose was 395 mg/dl. The customer also reproted a deep scratch on their insulin pump's screen. The customer stated their insulin pump was not working properly as a result. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer will be returning their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.